Event description:
It was reported that the green light on the wand turns off immediately after resetting the device and does not communicate with the handheld unless plugged in. Additionally, the device will not pick up a signal unless plugged into an outlet. The battery was changed, but this did not resolve the issue. The programming system was reset multiple times; however, this does not help unless the device is plugged in. The handheld was unplugged from the outlet and the wand battery was checked. It was confirmed that the green light stayed on for over 20 seconds. The demo generator was unable to be interrogated. The handheld was plugged into the outlet and the demo generator was successfully interrogated. The serial cable was checked and it appears that this was the cause of the issue. No other information was provided.